Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder procedure, the regenesorb portion of the healicoil anchor cracked when it was being inserted into the bone. The peek portion of the anchor remained inside the bone and held the sutures intact; therefore, it was not needed to insert a new anchor. The surgeon removed all the broken pieces using tweezers. The procedure was completed with non-significant delay. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements specified and each lot be must be accompanied by a material certificate of analysis. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.